Event description:
Exeter stem that has a neck fracture after patient fell on the hip. Patient had surgery on (B)(6) with a restoration modular. Primary surgery 2009.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed based on evaluation of returned device and medical review. Method & results: product evaluation and results: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. The fracture initiated on the superior surface near the location of the prehension hole and propagated inferiorly. Damage consistent with the cement mantle breakdown process was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided undated x-ray image confirms fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to exeter stem neck fracture after patient fell on the hip. Provided undated x-ray image confirms fracture. Evaluation of the returned device indicated that the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. The fracture initiated on the superior surface near the location of the prehension hole and propagated inferiorly. Damage consistent with the cement mantle breakdown process was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, and additional serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Exeter stem that has a neck fracture after patient fell on the hip. Patient had surgery on the 16th of september with a restoration modular. Primary surgery 2009.